Manufacturer narrative:
Device evaluated by manufacturer: a 2.50 x 30.00 mm agent dcb device was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination confirmed that a break existed in the mid shaft at 116.5 cm distal to the distal end of the strain relief. Additionally, corewire kinked 115.6cm distal to the distal end of the strain relief. The distal section of the device remained attached to a 0.014" guidewire and could not be removed. Microscopic examination identified stretching of the shaft polymer extrusion just distal to the exchange port. Further microscopic analysis confirmed that the distal section of the device, including the balloon profile, was severely stretched and bunched. Bumper tip showed no signs of distal tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the device froze on the wire. The patient presented with coronary artery disease (cad). The target lesion located in the calcified and tortuous coronary artery. A 2.50 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). During procedure, the agent became stuck on the wire and could not advance into the body. The procedure was successfully completed with another device. No patient complications were reported, and the patient fully recovered.

Event description:
It was reported that the device froze on the wire. The patient presented with coronary artery disease (cad). The target lesion located in the calcified and tortuous coronary artery. A 2.50 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). During procedure, the agent became stuck on the wire and could not advance into the body. The procedure was successfully completed with another device. No patient complications were reported, and the patient fully recovered.